Manufacturer narrative:
A ge rep evaluated the system and replaced the front and upper rear rollers. System operates as intended.

Event description:
Customer reported the crtoss arm bearings are defective. No pt injury was reported.